Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to check the bluetooth settings on smart device and found the previous transmitter still showed as paired. Patient was advised to forget this old transmitter ID, insert sensor and try pairing again, which was unsuccessful. No additional patient or event information is available.